Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event involved a 30" (76 cm) appx 3.6 ml, admin set w/20 drop in-line drip chamber, chemolock¿ additive port, spiros¿ w/red cap where the customer reported that the hazardous drug leaked from the tubing during patient use. The customer stated that the nurse hung the chemo (carfilzomib) after dual sign off with second nurse. While the nurse was still at the chairside, they noted fluid leaking from the spinning spiros on the secondary tubing that came from the pharmacy (that was connected to the clave on the primary tubing). The secondary/chemo line was primed with saline, so first few drops that leaked out would have been saline. The nurse closed all clamps and turned off the plum pump. Bag and tubing were returned to the pharmacy. Pharmacy put new secondary tubing on the carfilzomib, did not have to waste the bag. Upon hanging the new bag, the plum pump alarmed "proximal occlusion". The nurse stopped the pump and noticed that the clave appeared to be "pushed in". The nurse changed out primary tubing line. There was patient involvement however, harm was not reported as a consequence of this event.

Manufacturer narrative:
The complaint of leaks on item cl4131 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. Lot history review was conducted and no non-conformities were found that would have led to the reported condition on the complaint.

Manufacturer narrative:
Additional information in h6- investigation conclusions.